Manufacturer narrative:
The trial instrument associated with this report was not returned. Product / lot information is not known. The investigation is unable to draw any conclusions with the information available. Corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update ¿11/21/2016. Pfs and medical records received. After review of the medical records for MDR reportability, the initial surgery notes reported that after trialing a femoral head, the hip was then dislocated and rotated. During this dislocation, the femoral head trial popped off the stem and migrated up the psoas tendon. The surgeon had to make another incision and use xray to remove the component.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.